Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side rupture and ¿small collection of adjacent hypoproteic appearance." The device has been explanted.

Manufacturer narrative:
Continued h6: health effect - impact code: f2203. Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed as unidentified (tear). Opening . Seroma- late: capsular contracture: unable to observe since it is a medical event and is not related to the device. No other additional observation. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture and ¿small collection of adjacent hypoproteic appearance." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and ¿small collection of adjacent hypoproteic appearance." The device remains implanted.

Event description:
The device has been explanted.